Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was moderately calcified. The hi-torque balance middleweight (bmw) universal guide wire was being used as a buddy wire with a non-abbott guide wire. A xience 3.5 x 38 mm stent was then deployed. When the bmw was being removed from the anatomy, the tip broke off. Another xience sierra 3.5 x 8 mm was used to embed the tip into the vessel. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Device codes: 1212 labeled 2017 labeled. Internal file number - (B)(4). Report source: correction: manufacturing site updated from av-temecula-CT to av-barceloneta. Device code 2017: against resistance. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the tip of the guide wire became entrapped behind the xience stent resulting in the reported detachment during removal. It should be noted the hi-torque guide wires instruction for use (IFU) states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Although it was noted that resistance was noted during removal of the guide wire, this was due to the guide wire being caught between the stent and the vessel wall, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was recieved: the bmw guide wire became trapped behind the xience stent. When the guide wire was pulled back, resistance was felt, the guide wire was pulled a little more and the tip of the wire separated. No additional information is available.